Event description:
It was reported that telemetry was lost while using the mobile programmer application displaying a dotted line in the electrograms (egm), when detection tests were initiated during an implant procedure. It was noted that telemetry was lost immediately after the start button was selected, and a message was displayed indicating that the test program was not confirmed. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.